Event description:
This pt had a cypher stent implanted in the distal right coronary artery (rca) without complications. Within 24 hours, the pt complained of chest pain so cag was conducted and thrombus was present in the proximal end of the implanted cypher. To treat the thrombus, re-intervention was conducted with a balloon (3.5/length unknown). This pt was admitted to the hosp with a chief complaint of acute coronary syndrome (acs)/ acute myocardial infarction (mi). The pt was taken emergently to the cardiac cath lab, where angiography revealed a 100% thrombotic occlusion of the de novo distal rca. A bolus of 10,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was not predilated prior to stent placement. A 3.0 x 23mm cypher stent was deployed to a maximum of 20 atms for 40 seconds with suboptimal results. The stent was not post-dilated. Flow was noted to be timi 3 throughout the stented segment. Residual stenosis was reported to be 20%. The pt was discharged to the post recovery area with orders for aspirin and ticlid each day. The following day, the pt returned to the cath lab due to chest pain. Repeat angiography demonstrated a thrombosis of the prox end of the newly implanted cypher stent. This was treated with a 3.5mm balloon inflated several times. The pt's outcome is ongoing. Physician's comments: the probable cause of the (thrombosis) was because the cypher stent implanted was not fully dilated.